Event description:
Complainant alleged that during incoming inspection the device's keypad funcitons were inoperable, with the exception of the defib functions. Complaint indicated that there was no patient involvement in the reported malfunction.